Manufacturer narrative:
The following fields have been updated: d.12- device available for eval: yes. D-13- returned to manufacturer on: 08/22/2023. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2188090 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2188090 (100 tubes) were available for inspection. No media defects were observed in 100 retention samples. There were no fill volume defects observed in 100/100 retention tubes from visual inspection. Ten uninoculated retention tubes were placed into incubation to test for contamination. Five tubes were placed into the 20 to 25 degrees celsius incubator and five tubes were placed into the 33-to-37-degree celsius incubator. At seven days incubation, there were no traces of microbial growth in the 10/10 incubated retention tubes, and under ultraviolet light there was no increased fluoresce. Two photos were received to assist with the investigation: the first photo shows one partial tube rack carton insert with eight partial tubes in the background; one tube from batch 2188090 in the foreground. There appears to be a possible fungal contamination towards the sensor of the tube. The second photo shows one tube the media fill appears to be less than expected and the media appears to be contaminated. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photos received for both defects. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination and fill volume issues.

Event description:
It was reported that when opening bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml tubes did not contain enough volume and broth was contaminated. The following information was provided by the initial reporter: when customer opened the box, they saw some tubes not enough volume as normal tube in the this box, and the broth into tube was contaminated.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter address: (B)(6).

Event description:
It was reported that when opening bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml tubes did not contain enough volume and broth was contaminated. The following information was provided by the initial reporter: when customer opened the box, they saw some tubes not enough volume as normal tube in the this box, and the broth into tube was contaminated.